Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited failure to interrogate. No intervention was performed. There were no patient consequences.